Manufacturer narrative:
The initial medical device report was submitted (2017865-2013-00432). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that a non-dependent patient received an alert for eri via patient notifier. Review of a manual transmission showed the device had an abrupt drop in battery voltage. The device has only had six charges since implant. The device was explanted and replaced.